Manufacturer narrative:
(B)(4).

Event description:
It was reported during the sensor implant procedure the sensor would not separate from the delivery catheter and later became stuck to the guide wear. The physician tried trouble shooting both the times and subsequently was able to implant the device successfully. The procedure was extended for about an hour or more. Reportedly, the patient was stable after the procedure.